Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-70, serial #: (B)(4), description: infinion70 cm lead kit.

Event description:
A report was received that a patient was experiencing burning sensation at the lead and ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient was experiencing burning sensation at the lead and ipg site. The symptoms included sudden onset of pain that radiates to the right upper extremity. The patient will undergo an explant procedure.